Event description:
The customer stated the shock is not getting delivered. No impact on the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.